Event description:
It was reported that pump displayed malfunction code 9 with fault ID 9-0x20f1 and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions on how to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction code appeared again, which customer acknowledged and understood.